Event description:
Related manufacturer reference number 1627487-2022-05574. During the ipg replacement procedure on (related manufacturer reference number 1627487-2022-05574), when physician attempted to remove the scar tissue around the lead, the physician accidentally cut one of the lead's tails. Reportedly, therapy was turned on using the working tail of the lead. No further intervention is planned regarding the lead at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.